Event description:
Info received indicates the bed has no head or knee up function.

Manufacturer narrative:
The technician inspected the bed and found that the head and knee valves were sticking. He replaced the head and knee valves to repair the bed.